Event description:
The patient had surgery to remove the cracked bard powerport. The powerport was originally inserted approximately 22 months ago by the same surgeon. The surgeon replaced with a new bard powerport. The cracked explant was sent to the lab with instructions to then forward the device to risk management.